Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a scheduled defibrillator implant procedure, defibrillation threshold testing was performed and the rv to svc and can shock was not delivered. The right ventricular lead also exhibited high capture thresholds. The lead was capped and replaced. The patient was in stable condition during and post surgery.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information reported on 12/20/17 stated that after the defibrillation threshold testing was performed low impedance measurements were noted.